Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was not functioning properly after being exposed to water. Customer reported that the act button was unresponsive and he received frequent low battery and low reservoir alerts. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No moisture damage was found inside the pump. Unable to perform the operating currents due to no button response. Unable to verify low battery alarm and low reservoir alarm due to no button response. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.